Event description:
My replacement dream station 2 CPAP (continuous positive airway pressure) began making a loud, whistling noise within the device. It is not a problem with a leak in the hoses or the face piece. It is in the device. I have reported it to philips and they refused to respond. They have sent me a defective replacement CPAP and refuse to replace it, or give me any advice on how to service it.